Event description:
The customer reported that black spots were found on gel side of the pad. The pad was not used. Initial evaluation of the returned grounding pad found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.